Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 16mm amplatzer septal occluder was chosen form procedure. During procedure, the device had been deployed and released from the cable. When the device was released, it embolized into the patient's descending aorta. The user accessed the patients right femoral artery and used a 25 mm gooseneck snare with a 10 fr torqvue to retrieve and removed the device from the patient. The user resized the patients defect using a sizing balloon for the second time. The defect measured 24mm. A 24mm amplatzer septal occluder was chosen for implant. During placement, the user reported "the device did not look right on the superior rim." The device was recaptured and the device was exchanged with a larger, 28mm amplatzer septal occluder. The device was successfully placed and covered all of the atrial septal rims. No additional information has been provided.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.